Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent unspecified breast surgery with unknown implants. Now this patient experienced bilateral capsular contracture; baker grade unknown. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Multiple attempts have been made to collect additional information. However, no response has been received. If additional information is received in the future, supplemental report will be submitted. This report is for the patient¿s left-sided device.